Event description:
The patient claimed that since she was force to go through a body scanning device at the airport while she was on insulin pump therapy on (B)(6) 2011, her blood glucose has been high ranging from 300 mg/dl to 530 mg/dl. She reportedly had symptom of nausea with the elevated blood glucose. The patient last changed her site on (B)(6) 2011 and did not have any bent cannula issues. The bolus history reveals all bolus was delivered and add up with the total daily doses. The patient was advised to stop insulin pump treatment and go to the backup plan. The animas pump was requested back for investigation. This complaint is reported because she claimed that she had hyperglycemic readings while on insulin pump therapy.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the animas insulin pump was working within specification. Daily insulin delivery totals correctly reflected the user's programmed basal rates. Pump not primed warnings are not observed in the black box, and force readings were observed to be normal. A 29 hour flow accuracy test was performed on the pump. Pump passed flow accuracy test and was found to be delivering within the required specifications. No loss of prime occurred during testing. A loss of prime was induced; pump gave an audible and visual alert. The pump was opened and no damage was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.